Manufacturer narrative:
The event occurred in the us. It was reported that a patient was connected to the rotaflow console and after 6 days on support the customer noticed the patient was not receiving flow and the error message ¿head error¿ was displayed. Customer switched to the manual hand crank, and the customer was able to achieve flow. The device was exchanged with another one without consequences for the patient. No harm to any person has been reported. A getinge service technician investigated the affected rotaflow console (rfc) with s/n (B)(6) and the rotaflow drive (rfd) with s/n (B)(6). The technician was able to confirm the reported "head error" on the rfc and on the rfd. The rfc control board kit (article number 70103.4051) has been replaced. As a precaution, the rfc flow measure board (article number 70101.1681) has been also replaced as a bad solder joint was detected during the repair. After the replacement the rotaflow console is working as intended. The rfd needs to be repaired by the supplier. The rotaflow drive (rfd) with s/n (B)(6) was sent back to manufacturer for repair. During the investigation by the getinge service department on 2024-01-11 the reported "head error" could be reproduced. Thus, the drive was sent to the supplier emtec for repair. On 2024-01-31 the supplier emtec was able to reproduce the reported failure "head error" and the root cause could be determined as misuse of the device, which lead to a damage of the electronic parts. These parts were replaced by the supplier. After functional test at the getinge service department on 2024-02-05 the device was sent back to the user. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported failure "head error" could be confirmed. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in the us. It was reported that a patient was connected to the rotaflow console and after 6 days on support the customer noticed the patient was not receiving flow and the error message ¿head error¿ was displayed on the rotaflow display. Customer switched to the manual hand crank, and customer was able to achieve flow. The device was exchanged with another one without consequences for the patient. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.